Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/6/2024. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what needle was ordered and what needle was received? Are there photos available for visual analysis. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The needle code on the package was a pc-1. The actual needle in the package appears to be more of a rb-1. I am awaiting the exact pack to send the suture in. I do have pictures I will attach to the email. (B)(6) rn is the cv team lead at uab that made me aware of the needle discrepancy. (B)(6) pulled a suture off of the shelf with the correct needle for comparison seen below. As soon as I receive the exact pack I will ship the suture back h3 investigational summary: the product was returned to ethicon for evaluation. One paper lid and one winding former with a partially dispensed strand were received for analysis. Product code y936h. During the visual analysis of the returned sample, it was observed that the printed description of the needle-suture (needle belongs to sales type ps-1, in size 24 mils, 3/8 circle (drilled cutting edge prime reverse) and suture monocryl diameter 3-0 length 27¿ undyed color) the paper lid, did not match with the product inside of the tray. Due to this mismatch, a characterization was performed. The needle is sales type p-3, in size 13 mils, 3/8 circle, silver color, (drilled cutting edge prime reverse). The suture belongs to diameter monocryl 4-0¿, with a suture length of 18¿ undyed color. Based on the information currently available, the wrong and/or mixed product was identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former labeled as y936h, only part of the needle is visible. A clear analysis could not be performed due to the position of the needle. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the customer received a pack of suture that had the wrong needle type. No patient involvement. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.